Manufacturer narrative:
The device has been received for eval; however, the device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.

Event description:
Received info that pump has stopped all insulin deliver. Reportedly, there was no impact to customer's blood glucose level.